Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant troponin I (tni) result on patient when testing with triage cardiac panel test. Ran patient and got elevated tni result (0.14). This result was not expected so test was repeated immediately. The result was <0.05. Nothing unusual was observed with the sample or patient history. No other patients seemed to have issue. Sample was edta whole blood and the tube was full.